Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she had read an article about lead extraction and reports now that she had a lead revision done (B) (6) 2009, due to a ventricular lead fracture. She reported the lead was capped and replaced. No patient complications were reported as a result of this event. Follow up with the physician reported he last saw the patient (B) (6) 2009 and everything was fine, impedances were fine, no sign of lead fracture. He has no knowledge of this lead issue and subsequent replacement. The patient is scheduled for another device check in one month with this physician.